Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced component separation and leaks. The following information was provided by the initial reporter: rn looked at pump and saw that the lipids pump was saying occluded.

Manufacturer narrative:
H.6. Investigation summary: the customer reported the tubing was split at the pumping segment, and returned one used sample of material 10010453. The sample was cracked in half at the upper fitment blue clip, and the complaint is verified. The blue clip had evidence of excessive force and the blue plastic was whitened where it was broke in half, right where the clip would fit into the top of the pump. The root cause for the break is unknown, and is not traced to manufacturing. A device history record review for model 10010453 lot number 21085579 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced component separation and leaks. The following information was provided by the initial reporter: rn looked at pump and saw that the lipids pump was saying occluded.